Manufacturer narrative:
Additional narrative: the returned holding sleeve (part# 394.460, lot# l003631) was found to have worn threads. The threads on the wing screw are also worn. The wing screw is unable to screw into the holding sleeve. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint regarding the holding sleeves was confirmed and replicated. Use of the holding sleeve is described in the large distractor - tibia technique guide. Relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. No definitive root cause was able to be determined. The damage to the threads of the holding sleeve is most likely due to cross threading of the wing screw. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part # 394.460, lot # l003631. Manufacturing location: (B)(4), manufacturing date: jun 29, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three field equipments were found to be not working correctly during a routine inspection. It was reported that one (1) handle with quick coupling, small will not hold drivers and two (2) holding sleeves 105mm were stripped/cross threaded. No patient involvement or procedure was reported. This report is for one (1) holding sleeve 105mm. This is report 2 of 2 for (B)(4).